Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) helped the home patient (hp) to clear the error and informed him of the error's meaning. The hp was then going to disconnect from the hc for the day. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and no patient extension lines were being used. The patient had not disconnected prior to the alarm. One of the supply bags had disconnected during dwell. The supplies had not been damaged by an outlet port clamp or assist device. Proper procedures were reviewed with the patient and he was going to complete therapy manually. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was 'supply bag disconnected without falling'. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.